Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a bd intima-ii¿ closed IV catheter system was removed, blood leaked from the septum. No injury or medical intervention.